Event description:
It was reported that the delivery catheter was deemed to not have an adequate shape. A second catheter used was reported to have somehow caused high pacing thresholds and impedance during left ventricular (lv) lead implant. The lead was ultimately implanted. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: additional review of the event and/or additional information received indicates that the right ventricular (rv) lead is an investigational device. The lead is not market-released and has been determined not to be similar to current market-released leads. Reporting for this product and any adverse events related to this product is the responsibility of the clinical study. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the delivery catheter was deemed to not have an adequate shape. A second catheter used was reported to have somehow caused high pacing thresholds and impedance during right ventricular (rv) lead implant. The lead was ultimately implanted with normal measurements. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.